Event description:
The pump was returned for investigation. Investigation revealed that the pump¿s internal motor had failed. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/11/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings: during investigation, a review of the pump history showed multiple call service alarms in the black box. The pump¿s cover was removed and evaluation revealed that the internal motor had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).